Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 8.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported during the implant of a new lead, the physician could not advance the stylet down the lead and retract the helix as the lead ended up being stuck in position on the ventricular septum. The lead could not be explanted. The lead was capped and replaced with acceptable measurements. No adverse consequences were reported as a result of the incident.